Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer stated that blood glucose was running high for the past couple of weeks and tried to take insulin. Customer took manual injection when the blood glucose over 400 to 500 mg/dl. Blood glucose was 500mg/dl followed by over 300 to 400mg/dl, also sometimes gone over 600 mg/dl. Customer reported blood glucose of 223mg/dl and called healthcare professional that he did not want to go to emergency room due to virus outbreak. Customer¿s blood glucose was over 400mg/dl when he woke at night. Customer reported he had issues with repeated bolus not delivered message and blood glucose at the time of incident was 298 mg/dl. Customer also reported insulin tube was kinked or bent with air bubbles. Insulin pump will be replaced. The insulin pump will be for analysis.